Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and inability to tolerate peritoneal solution drainage. This occurred coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The patient was treated daily with ceptaz and ancef. At the time of the report, the patient had been released from the hospital and was recovering from the event. No additional information is available.